Event description:
The customer states that the battery is malfunctioning, limited details provided. No pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.